Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that irrigation failure occurred during a vitrectomy surgery and the intraocular pressure became unstable while aspirating with a probe. The intraocular pressure became stable after the product was replaced. There was no harm to the patient. The product sample associated with the report is not available for evaluation as it was discarded after the event.

Manufacturer narrative:
A device history record review of the reported lot shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).